Manufacturer narrative:
Electrodes, lot #5124, were received at zoll united kingdom in unused and good condition for evaluation. The customer's report was not replicated or confirmed. The electrodes passed functional testing which included stress-tested on a test r series unit and were subsequently scrapped. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.